Event description:
It was reported that: "the cable passer when being passed around the proximal femur the handle broke off. A second one was open and the same thing happened. It appears to be bioburden inside the broke handle."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Catalog numbers and lot codes of other devices listed in this report: cat # 6704-9-770, lot # tacc808, description: d/m lg troch passer. Manufacture date: 09/13/2002.